Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10678. It was reported three hours following the implant of the scs system, invalid impedances were identified. In addition, the patient ((B)(6)) experiences a shocking sensation when stimulation is both on and off. The patient underwent surgical intervention two days later to resolve the issue. Intra-operative testing revealed normal impedance values. The physician determined the issue to be with the ipg. The ipg was then explanted and replaced. It was reported the patient has not felt the shocking sensations since.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.